Event description:
During incarcerated umbilical hernia repair and supraumbilical hernia repair two separate suture needles popped off the suture while pushing through the trocars into the abdomen. Both sutures were the same lot number. Ref report: mw5148354.